Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacrocolpopexy, halban enterocele repair, placement of graft, burch retropubic cystourethropexy, diagnostic cystoscopy, posterior colporrhaphy and bso due to vaginal vault prolapse, cystocele, rectocele, enterocele, postmenopausal presence of ovaries with desire to have those removed. It was reported that following insertion the patient experienced incontinence, constant back pain, constant vaginal infection, and abdominal creepy crawliest all the time. It was reported that patient underwent surgery due to umbilical hernia in 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.